Event description:
The end user reports he developed a rash a few weeks ago. The rash is described as itching, red, and weepy. His local ostomy nurse recommended applying maalox to the area, which he tried, but the redness persisted so he stopped. His dermatologist, prescribed triamcinolone cream and another prescription cream (name unknown). The end user also stated he was placed on prednisone for duodenal ulcers at which time the rash like area resolved, however once the end user stopped taking the prednisone it was stated the rash developed again. Instructed on crusting and if area worsens or does not improve, to call back for additional instructions. The rash like area continued after trying both creams.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Manufacture report number: 1049092-2014-00619. (B)(6).